Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Therefore, omsc could not confirm the device. According to the evaluation, olympus repair center found the following. Olympus repair center could confirm the reported phenomenon. Multiple scratches were found on the screen panel. Back panel was cracked. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the broken inner circuit. Aging deterioration may have caused the defect because 6 years and 8 months have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Event description:
Before the procedure, the nurse of the user could turn on the power of the device.however, the nurse found that the endoscopic image was not displayed on the monitor.the nurse replaced the device with another device and completed the procedure.there was no report of patient injury associated with this event.the user facility did not provide other detailed information.